Event description:
It was reported communication issues occurred across the entire telemetry system, which could compromise patient safety. No other clinical information or medical intervention was reported. There was no harm reported by the customer. It was indicated the telemetry disruption was intermittent has become more frequent and was not related to a network outage.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # unknown. Reporter phone # (B)(6).

Manufacturer narrative:
After further investigation, the case has been determined to be non-reportable. A philips res contacted the customer who reported that telemetry dropouts that were getting more intense. The rse checked the log files and recommended rebooting the surveillance systems and restarting the sync units, but that did not resolve the issue. It was then recommended that information technology (it) to check their network switch. During a follow up meeting with customer, it was noted the customer's bluetooth and wlan access points are not positioned according to philips specifications, making the environment non-compliant. The customer agreed that they will try to move their wlan access points and bluetooth equipment. If the movement of those are not possible or it does not help with the issue, customer will order a telemetry system upgrade from its to wlan via philips. The customer has agreed to order a system upgrade from its to wlan to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.